Manufacturer narrative:
Field advisories: 1627487-05242011-002-r, 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2015-10277.

Manufacturer narrative:
Reference MFR report: 1627487-2015-10277 to reference MFR report: 1627487-2015-10279. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2015-10279.